Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated atrial oversensing due to ffrw (far-field r-waves). It was noted that ffrw (far-field r-wave) oversensing was observed on stored atrial lead egms (electrograms) (e.g. Episode 53). (B)(4).

Event description:
It was reported that the patient had went to the ER (emergency room) because they had been appropriately shocked twice earlier in the evening. Upon interrogation it was observed that the right atrial (ra) lead had intermittent far field r-wave (ffrw) oversensing during an at/af episode. The ER physician and the patient's cardiologist were notified. The physicians did not recommend any changes and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.